Event description:
Pt had micropulse grid laser using iridex iq577 laser to the right eye. Recommended power settings are 5%/200um/200ms/400mw for first treatment, 500mw for second treatment, etc. Pt had laser burns after 500mw treatment. This is not supposed to happen.